Manufacturer narrative:
One quadripolar, uni-directional, curve f, flexability ablation catheter was received for evaluation. Electrode 1 met specifications for acceptable resistance values with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported impedance issue remains unknown.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2184149-2021-00347. During an supraventricular tachycardia (svt) procedure, the ampere generator was unable to monitor circuit impedance of the flexability catheter. The correct impedance value was lost multiple times showing infinite impedance (999ohm). The connections and patches were checked and replaced, but the issue persisted. The procedure was able to be successfully completed after replacing the ampere with a stokert rf generator and replacing the flexability with a thermocool ablation catheter (biosense). There were no adverse patient consequences, however, a procedure delay occurred due to these issues. A thorough connection check following the procedure resolved the reported issue, as a result, no devices will be returning.